Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty forced sensor resistor. Unable to perform the occlusion test due to prime anomaly. Pump received with cracked battery tube threads. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery cap was cracked at threading. Customer reported that damage was due to normal wear and tear. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced.